Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing. The customer¿s blood glucose level was 180 mg/dl. The customer reported that after connecting transmitter to new sensor there was no blink. The customer also states after removing sensor there was no electrode. The sensor will not be returned for analysis.